Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device did not sound an alarm when the device was turned on and during testing. The device's pca board was replaced to address the issue.

Event description:
A pressure alarm was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.